Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was prepped for a thrombectomy procedure in the arteriovenous (av) graft. Aspiration was initiated inside the patient's body. The device started leaking at the pump. An error message stating to either check tubing or check the seal displayed on the console and aspiration was lost. Another of the same device was used to complete the case. There were no patient complications and the patient status was fine.